Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Information reasonably suggest catheter used was pre-existing and had improved after implant been implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that after interstim was placed no more catheter used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she had to cath because she was in so much pain and that they went without her stim all weekend because she shut her handset off, patient thought that if her handset is off, her therapy was off. It was reviewed how to use the external equipment and caller successfully connected her to device settings, but states she does not want to make any changes at this time. No further complications were noted or anticipated.